Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump rpm speed did not match the rpm speed of another roller pump that was also in use. The user stated the roller pumps should have displayed the same value. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.